Event description:
Surgeon performing an open g-tube placement; inserted two 22f mic gastrostomy feeding tubes and balloons on both popped while infusing 7-10 cc of sterile saline. A 3rd was successfully and patient tolerated procedure well.